Event description:
It was reported that this implantable pacemaker was found in safety mode. As a result, the device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry and no pacing output. A memory dump of the device was unable to be performed, despite multiple attempts and critical therapy was noted to not be available. The device case was opened, and the battery was removed from the circuit and connected to an external power hybrid, which noted a current drain of 6.4 microamperes, which is normal. The battery was then forwarded for further testing, which noted it had depleted cells with no battery related anomaly determined. Despite thorough analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker was found in safety mode. As a result, the device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.